Event description:
Customer reported the he was hospitalized due to a heart attack and possible diabetic ketoacidosis. Customer's blood glucose was over 600 mg/dl. Customer declined to troubleshoot the insulin pump. Customer stated the device was taken off when he was hospitalized and the battery cap was lost and needs a replacement. Customer was still admitted to cardiac. Customer was advised the device is going to alarm battery out limit when he starts up the device again. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.